Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient had been hospitalized and had a cardioversion procedure. The therapy was turned off before the procedure. When trying to connect after the procedure, they were receiving the message "data was lost, call your clinician." Patient services reviewed information and redirected the caller to contact the patient's healthcare provider's office to request an earlier appointment due to the circumstances. There were no patient symptoms or further complications reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient stated that manufacturer representative was very helpful and resolved the issue. No further complications were reported.